Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced low blood glucose of 47 mg/dl. The customer¿s blood glucose level was 130 ¿ 150 mg/dl. The customer was treated with food. The customer stated that they had been experiencing low blood glucose for unknown. The insulin pump will not be returned for analysis.